Event description:
The customer reported that there was a foreign substance in the package of the device when received. There was no patient involvement, no delay, no medical intervention and no adverse consequence associated with this event.